Event description:
It was reported that a malfunction occurred with the pump. There was no reported adverse impact to the customer¿s blood glucose level. The distributor confirmed the malfunction was not preceded by notable events and did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer did not reset the pump within 24 hours of the malfunction, though the issue had occurred at least three times on the same pump. Technical support decided to replace the pump, instructed the caller on how to put the pump into storage mode, and confirmed the shipping address for the replacement. The customer acknowledged the instructions to return the faulty pump using a pre-paid label within 10 days and opted to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.